Manufacturer narrative:
Investigation: because there is no product available, an investigation is not possible. Additionally to the device history record we checked the material test certificate of the material lot from this batch. Even here we found no deviation to the specification. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: in similar cases the breakage of the pin was related by mechanical overstress (simultaneous occurrence of bending and torsion). No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: USA. It was reported that during a acdf (anterior cervical discectomy and fusion) surgery a pin broke and there is a part of it in the patient's cervical vertebral that was not recovered. The remaining part of the pin was discarded.